Event description:
With four different packages of product, the dilator would not advance all the way into the sheath. We cannot tell by looking it, but either the dilator is too big to advance, or the sheath is too small to allow the dilator to advance. Sheaths come in french sizes. The dilator and sheath in these four instances should all be 8f. Therefore, either the dilator is larger than 8f or the sheath is smaller than 8f. However, both the dilator and sheath were labeled as 8f (blue). Either the dilator is too big, or the sheath is too small. Packaging only saved once (for this report), but happened with 3 previous times.